Event description:
During the procedure the occlusion balloon deflated unexpectedly. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to 6mm to occlude the vessel. The physician inserted a stent delivery catheter and placed the stent. After the successful placement of the stent the physician noticed that the occlusion balloon had deflated unexpectedly.